Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), during an internal review on (B)(6) 2021, noted a correction to the 3500a initial. Missing the physician information. Therefore, processed the following fields: e1. Initial reporter title. E1. Initial reporter first name. E1. Initial reporter last name. E1. Initial reporter email. E2. Health professional. E3. Initial reporter occupation. In addition, correction to h9. FDA correction/ removal reporting no. As it should have been blank.

Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the idvt case, 30 minutes post procedure, while patient was in recovery area, a pericardial effusion was noticed as the patient's blood pressure dropped while in the recovery area. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and 1040 cc of fluid was removed. The patient was reported to be in stable condition. The patient required extended hospitalization because of the adverse event. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. An irrigated catheter was used, and the flow setting were default settings. No error messages were observed on biosense webster equipment during the procedure. Force visualization settings: graph, dashboard, vector & visitag. Visitag module parameters for stability were used: 2.5mm, 3s, 25%, 3g, respiratory gated. The time color options was used. The patient outcome on follow up was reported as fully recovered. In addition to the adverse event it was also reported that the handle was broken on the deca nav catheter upon opening the packaging. When the catheter was replaced, the issue resolved. Since the device has the handle broken, the device could not be used. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since the event was life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it was to be considered serious and MDR-reportable